Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete.

Event description:
The reservoir leaked into the pump. Customer did not save reservoir advised to monitor remaining reservoirs.